Event description:
Revision surgery - the doctor needed to remove a loose fragment of cement and swapped out the insert while in the process.

Manufacturer narrative:
The reason for this revision surgery was to remedy a loose piece of cement. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the ninth complaint for this part number (two infection, two pain, two worn insert, one instability, one damaged threads), and this is the first complaint for this part number. The rot cause for the loose piece of cement was not determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.